Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a vaginal hysterectomy + extraperitoneal vaginal vault suspension + anterior repair + rectocele repair + tvt pubovaginal sling + cystoscopy procedure performed on (B)(6) 2006. Following the implant procedure, the patient experienced vaginal mesh exposure and urinary frequency. Small amounts of palpable mesh along the edges were excised along with the partial colpectomy. Scalpel was used to circumscribe the vagina around the area of the exposed mesh and the vaginal epithemlium along with the underlying mesh in this region was excised sharply. Despite prolapse repair and numerous medications as well as pelvic floor rehabilitation, her symptoms of frequency were substantially disruptive to her quality of life and she was requesting further treatment of this in the form of interstim therapy. Subsequently, on (B)(6) 2007, the patient underwent bilateral implanted sacral nerve stimulating leads (interstim therapy) due to refractory urinary frequency. Additionally, the patient was also implanted with non-bsc device for anterior repair procedure. The condition of the patient following procedure was stable. Boston scientific has been unable to obtain additional information regarding the event to date.